Event description:
It was reported that the customer was admitted to the hospital due to low blood glucose and the reading was 65 mg/dl. Troubleshooting was performed and the programming was correct. The displacement test was not performed. The mother stated that the bolus history on the insulin pump did not appear to be accurate.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.